Event description:
It was reported that during a low anterior resection procedure, the surgeon said that the rectum was transected by contour, and the anvil was tightened by the purse string and the stapler was introduced into the distal rectum through the anus. And then the anvil was attached with a spike and the surgeon turned the knob in clockwise direction until an orange indicator was located at the bottom part of green zone. The surgeon closed the firing trigger in a normal way, but the crunch sound was not heard. Then the surgeon exerted a greater force to fire but there was no change in the situation. The surgeon opened the anvil and got the stapler out. All staples were not well formed. An anastomosis was not completed and suturing was required to close the gap. Surgery was prolonged one hour. There were no adverse consequences for the patient.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy procedure, the devices were used for roux-en-y. At the first firing the instrument loading a white cartridge was going to fire on the duodenum, a few staples of the right side were unformed and protruded a little. Next the instrument loading a blue cartridge was fired on the gastric body; a few deployed staples of the acral part were unformed. Another device was used to complete the case. There were no adverse consequences to the patient. Two reloads will be returning.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6).

Manufacturer narrative:
(B)(4). The analysis results showed that one reloads were received. The (B)(4) were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The reload was tested for functionality with a test device by resetting and reloading them into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. Event could not be confirmed as no device was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.